Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery was observed to be depleting quickly. Reportedly, the battery fully depleted and the pump shut off multiple times. The customer¿s blood glucose level was not impacted. Reportedly the customer would continue to use the pump for insulin therapy